Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel. A 5.0mm x 100mm x 50cm athletis balloon catheter was advanced for dilatation. However, during the first inflation at 35 atmospheres for 40 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient was in good condition after the procedure.